Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Investigation summary: as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Four pictures were received for evaluation by our quality team. 1 picture received shows a stellant screen with a graph referencing pressure. The second picture shows another graph with a psi reading. The third picture also shows a stellant monitor screen with a graph. The fourth picture shows a final stellant monitor with a flow rate reading. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the unspecified bd saf-t-intima¿ IV catheter was damaged after being "bitten". The following information was provided by the initial reporter: "customer states either or the nurse said the patient may have bitten it apart. There was no harm to the patient and the IV was taken out and intact."